Manufacturer narrative:
The impella 5.0 is expected to be returning and an investigation will be underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year-old male patient had impella 5.0 pump inserted in the right axillary for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2020 and explanted on (B)(6) 2020. It was reported that the patient developed bleeding at the anastomotic site of the artificial blood vessel where impella was inserted. As result, the patient was administered red blood cells and surgical repair was performed. No further information was provided.